Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl. Cause was unknown. Reportedly, the customer passed out and emergency services administered glucagon as well as provided food to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.